Event description:
On (B)(6) 2011, a (B)(6) female pt underwent decompression surgery at the right l3-4, l4-5, and left l2-3 lumbar levels. After a complete laminectomy was performed at l4, the io-flex contra probe was introduced at the left l4-5 lumbar level and a small durotomy occurred in the midline with 2 small points of erosion in the dura. The surgeon stated that the dural tear was caused by pushing the probe cannula dorsal into the laminectomy at l4/5. The durotomy was closed with a 5-0 silk suture and there was no csf leaking after closure. The surgeon proceeded with lumbar decompression of other foramens. Fibrin glue was placed over the durotomy site and 80 mg of depo-medrol infused in the epidural space prior to closing. Pt was seen in office two weeks post procedure and was noted to be doing well. There was no report of device malfunction.

Manufacturer narrative:
Summary of product investigation: a contra probe (io-cp45 lot 11030906) was returned (RMA (B)(4)) for investigation under complaint (B)(4). It was stated that a dural tear occurred from the surgeon pushing the probe dorsal into the laminectomy defect at l4/5. A tear was noted in 2 places. The tears were closed via suture repair and the case proceeded with decompression of l4/5 and l3/4 via ipsi approach. No report of device malfunction was received. Investigation findings: the device (contra probe returned with stylet) was decontaminated (cidex) followed by the inspection of the device functional characteristics. The device appeared to be functional and that it met product specs. There was mild skiving (scraping of the pebax catheter jacket against the stainless steel cannula of the probe) visible on the convex side of the catheter. No other damage was noted. The probable root cause of the mild skiving involved the hyperextension of the catheter which caused minor damage to the pebax upon retraction.